Event description:
It was reported that during a vaginal hysterectomy procedure, while transecting one of the fallopian tubes, the device stopped working and was reported to be smoking. An unspecified error message was also displayed on the gen11 generator. Another competitor's device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Ptc. The device was received in good condition. The ptc was loose on the convex proximal side and was oxidized. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) it is possible that going over hard or tough tissue or going over clips/staples could have caused the damage to the ptc; or caused by over-use of the device during functional testing there was no issue with activation. It is possible that the damaged ptc caused the "reposition jaws and reactivate" and "replace instrument" alert messages to display.